Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection was performed on the returned device. The reported difficulty removing the protective sheath could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to remove the protective sheath. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation and before use, when the protective sheath of the xience sierra 2.5 x 15mm stent delivery system was being removed, resistance was felt. The physician decided not to use the device and a same size xience sierra was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.